Manufacturer narrative:
As reported, a trapease inferior vena cava (ivc) filter was placed on or about (B)(6) 2013. The following additional information received per the patient profile form (ppf) indicates the device was implanted due to a history of recurrent dvt with difficulty maintaining therapeutic systemic anticoagulation and previous pulmonary embolism. The patient was reported to have tolerated the index procedure well. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, deep vein thrombosis (dvt.) As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required, extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The ppf indicates that the patient has experienced tilt, filter unable to be retrieved during two attempts, the first attempt approximately four months after implantation, there was reportedly bleeding from both access sites. A second attempt, approximately 31 months after implantation, was also unsuccessful. The patient is reported to continue to experience anxiety related to the device. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Bleeding at the access site does not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a trapease vena cava filter was placed on or about (B)(6) 2013, the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, deep vein thrombosis (dvt.) As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required, extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates the device was implanted due to a history of recurrent dvt with difficulty maintaining therapeutic systemic anticoagulation and previous pulmonary embolism. The patient was reported to have tolerated the index procedure well. The ppf indicates that the patient has experienced tilt, filter unable to be retrieved during two attempts, the first attempt approximately four months after implantation, there was reportedly bleeding from both access sites. A second attempt, approximately 31 months after implantation, was also unsuccessful. The patient is reported to continue to experience anxiety related to the device.